Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6fr sheath after a coronary angiography diagnostic procedure. Reportedly, the knot was pre-formed and positioned at the proximal end of the guide. The sutures were deployed, the foot was retracted and the sutures were pulled parallel to the proglide device. When removing the device from the patient anatomy, the sutures pulled out from the patient artery with no knot present. There was no reported clinically significant delay in the entire procedure. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported no knot being present was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar no knot being present incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.